Manufacturer narrative:
Urinary retention. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an anterior repair and an obturator sling procedure in 2005. The pt had no adverse consequences immediately post-operatively. Approximately a year ago, the pt began experiencing difficulty with starting flow, aiming, urinating and emptying completely. The pt then went to a urogynecologist, who performed a surgical procedure on an unk date. During the procedure, the surgeon found scar tissue which was removed, and a new obturator sling was placed. The operative report from the second procedure stated that there was no evidence of polypropylene mesh seen by the surgeon.